Event description:
It was reported that the patient was hospitalized due to the vns causing issues with his nervous system. No additional or relevant information has been received to date.

Event description:
It was reported that the patient has had trouble since being implanted with vns, and also has mood swings at times. No additional or relevant information has been received to date.